Manufacturer narrative:
The customer cancelled the service call. No conclusion can be drawn as repair info is unavailable. However, no reports of pt or staff injury were reported.

Event description:
The customer reported, the 9600 system failed to save pt exams. No pt injury was reported.